Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised unit has no alarms.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Manifold, other/defective. Controls, switch/button broken. Filter inlet, wrong size/model. Complaint was confirmed. The underlying cause is controls switch/button broken. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Manifold, other/defective. Controls, switch/button broken. Filter inlet, wrong size/model. Dealer advised unit has no alarms.